Manufacturer narrative:
An event of hemorrhage and vessel perforation was reported. The device history record was reviewed to ensure that each manufacturing and inspection. Operation was performed and the product met all specifications. Information from the field indicates that the patient's pad was the cause of the rupture. Based on all available information, the vessel rupture appears to be related to patient condition, and the hemorrhage is a cascading event of the vessel rupture.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a small flexnav delivery system was selected to implant a 23mm navitor valve. During the procedure, it was reported that the right femoral artery rupture relating to the patient's peripheral arterial disease (pad). The patient had an active bleeding which was treated with a stent placement. There was no allegation against an abbott device. Patient is stable.